Event description:
It was reported that during use in a procedure at the user facility, the device had leaked grease. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information: d9 correction: on 8/6/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to fluid leaks for devices registered under erl product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. This supplemental is being filed to identify an MDR was not required for this event.

Event description:
No additional information.